Event description:
A malfunction was reported on the pump, which did not cause the customer¿s blood glucose level to exceed 500 mg/dl. No backup insulin therapy was available, so the customer planned to contact their healthcare provider. Technical support decided to send a new replacement pump as the original one was in warranty, with instructions provided for placing the malfunctioning pump in storage mode before returning it. The customer was advised of the steps required upon receiving the replacement pump and acknowledged the instructions given.